Event description:
Pt is a (B)(6) female, (B)(6) pregnant, with history of left pcn (percutaneous nephrolithotomy) for obstructive stone placed on (B)(6) 2018. Patient presented with decreased urine output from the drain, and the tube could not be flushed. Patient sent to hospital for interventional radiology procedure to remove catheter. Unable to pass wire into the nephrostomy as it was occluded. Unable to remove the catheter, then end (1-2 cm) of the catheter broke into soft tissues. Attempted to remove with help of a surgeon, however, the piece could not be removed at this time. The patient was admitted to surgical service and sent to the operating room today, (B)(6) 2018, for removal.